Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, foam degradation was observed in the device blower resulting in blower box replacement. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received about the allegation of unspecified respiratory irritation and cancer (leukemia). The section e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.). Section b2 was corrected to other serious or important medical events. (Previously, it was blank.). Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.